Manufacturer narrative:
Patient¿s age reported as ¿80¿s¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) for peritonitis. Reguneal therapy remained ongoing. At the time of this report the patient was recovering and remained in the hospital. The retraining of proper connect/disconnect method and aseptic technique was scheduled to be performed with the patient. No additional information is available.